Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
1/8¿ drill snapped intraop as it was being removed from patient. Snapped portion removed and operation continued. Drilling was complete so no need to organise replacement. Noticed by surgeon intraop.